Manufacturer narrative:
Initial reporter address (B)(6).

Event description:
It was reported that a dissection occurred. A 3.00 x 20 and 2.5 x 2.38 synergy ii stent were selected to treat a 90% stenosed and severely calcified right coronary artery (rca). The lesion was pre-dilated. The 2.5 x 2.38 synergy was successfully deployed distally in the lesion. The 3.00 x 20 synergy ii was advanced with resistance. The 3.00 x 20 synergy ii could not cross the lesion and the stent was observed to be damaged. Due to manipulating the 2.00 x 20mm synergy ii, a dissection was observed in the proximal rca. The dissection was covered with a synergy ii 3.00 x 24mm stent. The patient had no symptoms during the dissection.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). The synergy ous mr 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted and pulled distally. The undamaged stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that a dissection occurred. A 3.00 x 20 and 2.5 x 2.38 synergy ii stent was selected to treat a 90% stenosed and severely calcified right coronary artery (rca). The lesion was pre-dilated. The 2.5 x 2.38 synergy was successfully deployed distally in the lesion. The 3.00 x 20 synergy ii was advanced with resistance. The 3.00 x 20 synergy ii could not cross the lesion and the stent was observed to be damaged. Due to manipulating the 2.00 x 20mm synergy ii, a dissection was observed in the proximal rca. The dissection was covered with a synergy ii 3.00 x 24mm stent. The patient had no symptoms during the dissection.